Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 5 reports. Other mfg report numbers: 3013886523-2023-00425, 3013886523-2023-00424, 3013886523-2023-00428, 3013886523-2023-00427. A facility reported: the whole procedure from calibration direcktlink to the monitor, the zeroing from the sensor and implementation went well. No orange or red light on the directlink. But after placing the first sensor after 6 hours icp fluctuation (here was the screw luxated) and then placed 3 sensors again, also with fluctuations in very high icp, low icp and also a flat line. It was a very complex trauma patient. No additional information has been provided.

Event description:
N/a.

Manufacturer narrative:
. Failure analysis - the issue of the complaint has been unconfirmed: no visible damage to the millar sensor, catheter material, or connector. Icp express read 528. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Unable to confirm the problem stated. No further investigation or corrective action is anticipated. Root cause - no root cause could be determined as the technician could not confirm any problem with the device at the time of investigation. The possible root cause for the issue reported by the customer could be due to a change in the hospital environment (electrical grid, equipment being used near the icp sensor or directlink, cable management).